Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint was confirmed. One unpackaged ar-6482 serial number: 656325 was received. Upon visual investigation, it was noted that the cable was frayed at the base where it connects to the remote. Functional testing could not be performed due to damage to the device. A most likely cause can be attributed to misuse/mishandling due to damage to the device. Refer to investigation photos.

Event description:
On 02/06/2024, it was reported by a facility representative via sems-06478064 that an ar-6482 dualwave remotes wires were showing at the top. This was discovered during a procedure where they put a coban over it and kept it away from liquids.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device has not yet been evaluated. The root cause of the event could not be determined from the information available and without device evaluation. When the device evaluation becomes available, a follow-up report will be submitted.